Manufacturer narrative:
Review of the additional information received shows that there is now information to reasonably suggest that the device in this report did not cause or contribute to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. In response to the inquiry if the patient had contacted their health care physician (hcp) regarding the diarrhea at 3 am, banging their butt on a corner, the stimulation being off and being jolted and feeling it was way too high when the patient pressed the button, the patient responded they have not contacted their hcp. In response to the inquiry for cause of the diarrhea at 3 am and their stimulation being off the patient reported they didn¿t know what caused the diarrhea but noted they weren¿t using the stimulation correctly. The patient stated the steps taken to resolve the diarrhea at 3 am and their stimulation being off that they had called the manufacturer company and found that they hadn¿t been using it correctly. In response to the cause of their being jolted and feeling it was way too high when they pressed the button the patient reported they pushed the wrong buttons and that the actions and interventions taken to resolve their being jolted and feeling it was too high was that they called the manufacturer company. In response to the inquiry of impact that banging their butt on a corner had on their device was that the patient had been in pain for two days after the impact. There were no further complications reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported by the patient they were having a lot of problems; they have had diarrhea since 3 am, their ¿butt¿ hurts ¿so bad.¿ the patient stated they were worried because a couple of weeks ago, they bent over and banged their butt on a corner and it hurt ¿really bad.¿ when the patient synced with the programmer the stimulation was shown to be off. Programmer and button information was reviewed with the patient and patient services asked if the patient thought they accidentally turned the stimulation off and the patient replied that they did not know. The patient noted that the day of the call was the first time they had been working with the programmer in a couple months and that prior to calling the patient had not been trying to use the programmer. The patient stated they usually did not mess with it. The patient then said they pushed the button and all of a sudden they were jolted; it was way too high so they turned it down. The patient reported that at first they were constipated and they thought they were getting sick (but they didn¿t feel sick) and then they started having diarrhea the night prior to the call. The patient reported their stomach was cramping ¿really bad¿ for like 4 days and they would go to the bathroom just a little bit, just a ¿tiny bit,¿ and they had to really push, then it really stopped. The patient reported ¿now,¿ they had diarrhea the night prior to the call. The patient reported the last time they worked with the controller was a couple months ago and that they would usually ¿go fine ,¿ and they did not mess unless they would get diarrhea or constipation. The programmer function was reviewed with the patient and online tutorials were sent to the patient. There were no further complications reported/anticipated.